Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, while at school, the patient was experiencing a headache and dizziness. The patient¿s cgm reading was 230 mg/dl and the bg meter was reading 600 mg/dl. The patient was also wearing an insulin pump (brand info not available). The patient was taken by ambulance to the hospital. Treatment details for the event were not available. The patient was stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.